Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sigmoid colectomy the device would not release. The device had to be cut out of the patient. The procedure was completed with an alternate unlike device with no patient consequences reported.